Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: it looks like we are having some issues with the 20ga x1.00 IV cath needles/ we had a few that did not retract back into the safety chamber. On (B)(6) 2025: the needle did not retract causing potential harm from needle stick injury. No injuries occurred at this time.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381433 and lot number 4304285. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.